Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the event. No product lot number was reported therefore no qualification record review was possible. The omnipod user's guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and "hypoglycemia can occur event when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."

Event description:
The pt called to report that she had very low bg of 32 mg/dl. The paramedics were called, but she did not go to hospital. No treatment given by the paramedics was described. Pt did not want to give any further info.